Event description:
Machine screen showed a fluid removal of 606 cc in 1 hour when weight loss was set to zero. Fluid history indicates fluid removal jump relating to history jump software issue.

Manufacturer narrative:
No pt injury nor medical intervention was reported. A gambro field technician verified operation of the device by performing a simulated run and the machine was found to be within MFR's specs. Incorrect display value may lead to confusion in whether the fluid removal of the pt is accurate or not. The clinical problem is that the user may respond to the erroneous display values with an inappropriate medical intervention possibly leading to pt injury. The MFR is aware of this problem relating to incorrect fluid removal and further investigation is ongoing.